Event description:
As reported by the user facility (translation was happened facility info by bbm sales organization in hong kong): the hospital reported that an incident was happened regarding the dislodgement of IV catheter that retained in a pt. Prior to the normal drug infusion, user could not flush the venflon and found with leakage. As a result, user tried to remove the old venflon from pt and eventually only 2mm of cannula was remaining. No broken cannula could be found from surrounding area. The missing part of cannula was suspected to be retained in pt. Unplanned surgery was conducted to retrieve the broken catheter. Ref. MFR. # 9610825-2013-00331.